Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: during evaluation of the device on it was determined that the device was an aged repair and needed to be upgraded to repair due to damaged comb, roller, and latching pins. The customer denied the aged repair quote. The unrepaired unit was then returned per customer request. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported that initially the unit was sent for preventive maintenance. Later it was noticed that the unit required repair. During evaluation of the device it was determined that the device was an aged repair and needed to be upgraded to repair due to damaged comb, roller, and latching pins. No adverse events were reported as a result of this malfunction.